Event description:
Reportedly, the subject pacemaker was found in stand-by mode during a standard follow-up on (B)(6) 2018. It should be noted that the patient reportedly underwent radiation therapy between (B)(6) 2018 and (B)(6) 2018.